Event description:
Dealer alleges unit shuts down, alarms with red light. Error code is 1 red and 2 green lights, same as it was in (B)(6). Tech advised then and now that the error code is a timeout failure and the compressor needs replaced. Dealer alleges that the 4 way valve he ordered (B)(4) is defective and that it only came in a plastic bag no bubble wrap or box. Additional non-reportable complaint for this device; dealer alleges that the 4 way valve he ordered (B)(4) is defective and that it only came in a plastic bag no bubble wrap or box.